Event description:
Reporter alleged pt's blood glucose measured 24 mg/dl compared to a lab result of 63 mg/dl when both were performed at the same time at 6:45. It was stated there was fifteen mins between the time the lab sample was drawn and when it was received into the lab. Reporter stated info on any actions taken or treatment to the pt was not provided. Reporter indicated controls were run and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.